Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient experienced an event of kinked cannula on 17-jan-2025. Patient noticed symptoms within three hours of insertion. The site of location was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.